Event description:
Clinical study. It was reported that 535 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 2.5x9mm, 80% stenosed, mildly calcified, and mildly tortuous lesion in the middle left anterior descending artery (mid lad) with direct placement of a taxus express2 2.5x24mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Three hundred and thirty-five days after the index procedure, a taxus express2 drug eluting stent was deployed in the mid lad. The relationship of the tvr to the taxus stent was noted as "unknown." The patient was discharged the next day. No further information is available at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed. Therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties with the complaint incident.